Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient inserted a new sensor into his arm and experienced a sensor failure during the warm-up period. He delayed removing the sensor due to difficulty detaching the newly applied adhesive. On (B)(6) 2025, when the patient removed the wearable, the sensor wire was missing and could not be located in his surroundings. He reported swelling and warmth at the insertion site, prompting him to seek evaluation in the emergency room (ER). In the ER, an x-ray was performed and confirmed that no sensor wire remained under the skin. The physician prescribed oral cephalexin 500 mg, to be taken twice daily for five days, to address the localized swelling. The patient was then discharged home. At the time of this report, the insertion site was improving, and the patient reported doing fine. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.